Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that it was the second call back because the replacement battery cap did not resolve the issue. In the alarm history there was two motor error and ten no delivery alarms. The customer changed the infusion set 4 times but the no delivery alarm was still on. The insulin pump's battery lasted less than one week. Customer's blood glucose level was 194 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The device was not returned.